Event description:
Four stents were deployed successfully. An attempt was made to place this stent, the fifth, distal to the four already in place. However, the stent hung up and upon removal, dislodged from the balloon. The pt was taken to surgery for coronary artery bypass graft.